Event description:
Technical services received a call on (B)(6) 2011, from sales rep. The lead was implanted on (B)(6) 2001. It was reported, there is noise on the lead. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).